Manufacturer narrative:
H6: investigation summary customer returned images of several polybags for 0.3ml, 30 gauge, 8mm syringes from lot 1018173. Varying amounts of the printed text on the reverse side of the polybags for the lot number, manufacturing date, etc. Are not fully legible due to it being missing or incomplete. A review of the device history record was completed for batch# 1018173. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of the text on the reverse side of the polybag not being clear. Root cause: maintenance dispatch (l2l) was reviewed, and #117404 was opened for coding issues on the polybag. The coding was becoming light and lines appearing in the print. H3 other text : see h10.

Event description:
It was reported bd insulin syringe was missing label information. The following information was provided by the initial reporter: "vendor lot & expiry date not clear."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insulin syringe was missing label information. The following information was provided by the initial reporter: "vendor lot & expiry date not clear".